Event description:
It was reported that during an unk procedure, the retrieval bags broke as specimen being removed from abdomen. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did any part of the torn pouch fall into the patient? Yes. 2. If so, was the part retrieved? Yes. 3. If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? (B)(6). 4. Or was the torn portion disposed of? Disposed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.